Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a laparoscopic total gastrectomy, some clips were not fed into the jaws properly (two clips came out at a time) and some clips were malformed (teardrop-shaped clip was formed). Another device was used to complete the case. There were no adverse consequences to the patient.